Manufacturer narrative:
Conclusion: this complaint could not be confirmed, as the data shows that there was no mapfunction of the system during the time of this event. Root cause: no root cause could be determined, as this system was determined to be operating within specification at the time of the event. (B)(4).

Event description:
A technician reported a patient with a suspicious orbscan five years following lasik treatment. In a follow up with the technician she stated that the patient reported blurred nighttime vision and the optometrist noted inferior steepening (possible ectasia) on the orbscans. The patient was referred to another surgeon who recommended crosslinking. There are two medical devices reports associated with this event. This file is for the right eye.